Event description:
It was reported that the pt felt symptoms indicative of low blood glucose levels and contacted an ambulance, due to the symptoms. The pt was transported to and treated at the hospital.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned, animas will conduct an eval and a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no history from the time of the event was available in the black box or pump history. The total daily dose history for the available date range of (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that the daily insulin delivery totals correctly reflected the user programmed basal rates; there were no alarms indicating a malfunction recorded in the pump history or black box. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defects were found during investigation.